Manufacturer narrative:
Additional information: medtronic received information that the reported issue occurred in a stage 1 deep brain stimulation (dbs) procedure.

Manufacturer narrative:
Correction: mfg date.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that a column defect was found right of mid line on fluoro image which extended approximately half way down the displayed image. A column defect mapping was performed in the software application. After mapping the issue was resolved and no defect was observed on the image. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during a procedure, when using the imaging system an artifact and distortion was observed in the images . The procedure was completed with the use of imaging. No impact on patient outcome. No information was provided on delay to procedure.

Manufacturer narrative:
Patient information received except patient weight.